Manufacturer narrative:
(B)(4). As returned, the device exhibits general wear and tear from use. The thumb screw is fractured at the junction of the knurled nob and shaft. The diameter of the shaft was measured as conforming to print specifications, and the material hardness value was also found to be within print specifications. The rubber o-ring is not returned. This device was used for treatment and was manufactured in november of 2012, giving it a potential field age of over 2 years at the time of return. The thumb screw is intended to be used as a secondary locking mechanism after the dovetail feature. A definitive cause cannot be determined. This MDR was identified during an internal retrospective review to meet reporting requirements and therefore is being filed retrospectively.

Event description:
It is reported the thumb screw of the alignment guide broke.